Event description:
The customer complained of a questionable inr result for 1 patient from a coaguchek xs meter with serial number (B)(4) compared to a laboratory using stago reagent. At 10:06 am the result from the meter was 5.3 inr. At 10:10 am the result from the laboratory was 3.0 inr. The patient's therapeutic range is 2 to 3 inr. There was no allegation of an adverse event. The patient has no hematocrit concerns and had a hematocrit of 32% the previous month. The patient is not taking any other blood thinners and no antiphospholipid antibodies. The patient was originally told to hold their coumadin dosage for 2 days based on the meter results, but after obtaining the laboratory result the patient was told to resume their normal coumadin treatment. The meter and test strips were requested for investigation. The products were returned. Retention test strips (lot 29779012) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch correction/removal report no.